Event description:
It was reported to philips that a host pc compatibility issue occurred during diagnostic use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided guidance for host pc replacement and licensing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).